Event description:
Complainant alleged that the medics were attempted to monitor the heart rhythm of a pt (age and gender unknown), but the device failed to power-up. The medics then obtained another device to successfully monitor the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.